Manufacturer narrative:
The reciproc blue file r25 8/100 25mm 025 returned in loose turns out to be without damage and without mark of use. The involved file that broke during use has not been returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1438196, #1438197 and #1438887). Some unused files vdw batch #224942 were received through previous complaint (B)(4). This production was found in compliance with specifications (measures + torque test). We can consider that the production vdw batch #224942 is conforming (representative sampling). No fault found, production meets specifications. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The broken part remained in the root canal, no further info regarding the outcome is available.